Event description:
The customer reported to olympus that there was no ultrasound image from the subject device, and the balloon does not inflate. There were no reports of patient harm associated with this event. This report is being submitted for the ultrasound image not appearing.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned for evaluation, testing and inspection did not reproduce the image issue or balloon malfunction reported by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, the following are the probable causes. Ultrasound image was lost due to ultrasound probe breakage. Ultrasound image was lost due to the ultrasound cable disconnection. Ultrasound image was lost due to the failure of the pc board. The device's instruction manual provides sentences similar to the following, which may help to reduce/prevent the issue: inspection of the endoscopic system. Warnings and cautions or precautions. Storage of the ultrasonic cable. Olympus will continue to monitor field performance for this device.